Event description:
The customer reported that the pump did not alarm for an occlusion above the pump. The line was changed at 21:45; some time after 00:00 the burette was noted to have an excess amount of fluid than what was allowed per facility policy. The excess volume was returned to the bag, however in doing so, the line was clamped below the burette to avoid air in line. The line mistakenly remained clamped at this time. The pump failed to alarm for occlusion and the pump read that the fluid was infusing as normal. At 02:00, the pump alarmed for a patient side occlusion. There was no harm.

Manufacturer narrative:
Additional information provided: the customer¿s report indicating pump module did not alarm for an occlusion when expected was not confirmed, as it was not replicated in laboratory testing. Physical inspection noted the device to be in good condition with no issues or anomalies observed. Review of the log analysis results confirmed the programmed infusion performed on the date of the reported event; however no records were observed exhibiting a fluid side occlusion during the time period in question. Functional testing resulted in the device not alarming for occlusion. The pressure sensor voltage was measured to be within specification. The root cause of the customer¿s report indicating the device not producing an occlusion alarm when expected was not determined. Testing confirmed the pump module will produce a fluid side occlusion as intended, indicating the pump is performing as designed in relation to the fluid side pressure sensor subsystem.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pump did not alarm for an occlusion above the pump. The line was changed at 21:45 some time after at 00:00 the burette was noted to have an excess amount of what is allowed per facility policy. The excess volume was returned to the bag, and in doing so the line was clamped below the burette to avoid air in line. The line was mistakenly not unclamped at this time. The pump failed to alarm for occlusion and pump read that the fluid was infusing as normal. At 02:00, the pump alarmed for a patient side occlusion. There was no harm.